Manufacturer narrative:
The bwi failure analysis lab received on september 21, 2015 the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As the lot # 17205778l was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes ( evaluation codes) will be added until the biosense webster system is also updated. Evaluation codes: methods codes: no testing methods performed. Results codes: no results available since no evaluation performed. Conclusion codes: device not returned. Contact office and manufacturing site should reflect: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a lasso nav eco variable catheter and a deflection issue occurred. During the procedure, it was found that the deflection mechanism became faulty. There was no patient consequence. The procedure was completed successfully by exchanging the catheter. Additional information was requested in order to obtain further clarification however, since no bwi representative was present during the case and additional information inferred that there was a possibility that the deflection was stuck. Bwi determined to take a conservative approach and therefore, this event is being reported with the limited information, since it was unable to confirm if the device issue was related to being caught in a certain deflected position. This issue could potentially pose a risk to the patient if the deflection mechanism was stuck.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a lasso® nav eco variable catheter and a deflection issue occurred. During the procedure, it was found that the deflection mechanism became faulty. There was no patient consequence. The procedure was completed successfully by exchanging the catheter. Additional information was requested in order to obtain further clarification however, since no bwi representative was present during the case and additional information inferred that there was a possibility that the deflection was stuck. Bwi determined to take a conservative approach and therefore, this event is being reported with the limited information, since it was unable to confirm if the device issue was related to being caught in a certain deflected position. This issue could potentially pose a risk to the patient if the deflection mechanism was stuck. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, a deflection and contraction test were performed and the catheter passed. The catheter did not get stuck during the test. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint was not confirmed. No significant trends have been identified since the reported complaint to august 2015; therefore no CAPA activity is required.